Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). The (B)(4) follow-up emdr for device evaluation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that health professional experienced hematoma, and one occurrence in which very little tissue was acquired. 5 occurrences of hematoma, immediately post procedure. 1 occurrence in which very little tissue was acquired. Pathology sample was non diagnostic, mostly blood.

Manufacturer narrative:
H10: upon further review, it was identified that the product catalog number belongs to peripheral intervention (pi) - tempe business unit. Therefore, business unit for the complaint has been changed from vernon hills (ppa) to peripheral intervention (pi) - tempe. H10: the FDA rn number for the MDR 1625685-2022-00022 was inadvertently submitted as 1625685. The correct FDA rn number was (B)(4). H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through anonymous post-market clinical follow-up survey on breast biopsy systems, there was one occurrence of failure to obtain sample and five occurrences of hematoma. The current status of the patient was not provided.